Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was not impacted. During the system check with tandem technical support, it was determined that the cartridge should be changed.

Manufacturer narrative:
(B)(4).